Event description:
On (b)(6) 2026 the customer site reported a discrepant result that has been associated with an adverse event. The LIAISON PLEX BCN assay detected Klebsiella pneumoniae in a positive blood culture; however, the CTX-M resistance marker was not detected. Subsequent antimicrobial susceptibility testing indicated a resistance profile for which CTX-M detection would have been expected. The customer reported that the patient was a 22-week gestational age preterm neonate who subsequently expired.

Manufacturer narrative:
OVERVIEW:On (b)(6) 2026 the customer site reported a discrepant result that has been associated with an adverse event. The LIAISON PLEX BCN assay detected Klebsiella pneumoniae in a positive blood culture; however, the CTX-M resistance marker was not detected. Subsequent antimicrobial susceptibility testing indicated a resistance profile for which CTX-M detection would have been expected. The customer reported that the patient was a 22-week gestational age preterm neonate who subsequently expired.EVENT TIMELINE:Sample 1:Collected: (b)(6) 2026 at 18:59,Blood culture positive: (b)(6) 2026 at 08:29,LIAISON PLEX BCN result reported: (b)(6) 2026 at 12:10,Klebsiella pneumoniae detected,CTX-M not detected,Antimicrobial susceptibility results reported: (b)(6) 2026 at 13:58,Based on the susceptibility profile, CTX-M detection would have been expected.Sample 2:Collected: (b)(6) 2026 at 05:40,Blood culture positive:(b)(6) 2026 at 14:55,LIAISON PLEX BCN result reported: (b)(6) 2026 at 18:49,Klebsiella pneumoniae and CTX-M detected.Patient Outcome:Patient expired on (b)(6) 2026 at 16:48, prior to availability of the Sample 2 LIAISON PLEX BCN results.CLINICAL INFORMATION FROM CUSTOMER SITE:Date of birth: 9 days (22-week preterm gestation);Weight: 420g at birth.What were the patient's symptoms at the time of blood culture collection?Acute distress, respiratory distress, decreased air movement, no spontaneous respiratory effort.Was the treatment plan affected or changed based on the potentially false result?Antibiotics administered ampicillin, cefepime, and fluconazole prophylactic started.Did the patient experience an adverse event resulting from treatment provided or withheld based on the result?The customer indicated it is unknown whether the patient's outcome was impacted by the treatment provided or withheld, noting that the patient was critically ill and in severe respiratory distress regardless of antibiotic therapy.RELEVENT INSTRUCTION FOR USE INFORMATION:The LIAISON PLEX Gram-Negative Blood Culture Assay Instruction for Use (89-30001-00-198 Rev B) states:"The results of the LIAISON PLEX® Gram-Negative Blood Culture Assay should not be used as the sole basis for diagnosis, treatment, or other patient management decisions.""Results from this test must be correlated with the clinical history and other data available to the clinician evaluating the patient.""LIAISON PLEX® BCN Assay is indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial bloodstream infections (BSI). LIAISON PLEX® BCN Assay is not intended to monitor treatment of these infections. Sub-culturing of positive blood cultures is necessary to recover organisms for antimicrobial susceptibility testing (AST), for identification of organisms not detected by LIAISON PLEX® BCN Assay, to detect mixed infections that may not be detected by LIAISON PLEX® BCN Assay, for association of antimicrobial resistance marker genes to a specific organism, or for epidemiological typing."DATA REVIEW:Review of provided test ID data shows Klebsiella pneumoniae was successfully detected. The hybridization control was detected successfully and camera images were clear with no abnormalities across the microarray. It should be noted that the CTX-M target had elevated signal in the run but did not meet the limit of detection. Run data and images were also reviewed by the internal R&D team and they noted no abnormalities and no errors in the log for blood sample 1's run.CONSUMABLE REVIEW:Lot: 043026303A.A review of complaint and nonconformance records associated with lot 043026303A identified no lot-specific issues affecting CTX-M detection. Quality Control records, manufacturing batch records, and release documentation were reviewed and met all acceptance criteria. Initial QC testing demonstrated 100% CTX-M detection. In addition, retained samples tested on (b)(6) 2026 demonstrated successful CTX-M detection in 8 of 8 replicates. Based on the lot review and supplemental testing, there is no evidence of a consumable related malfunction.DEVICE REVIEW:Module: 2523501P.A review of the device history covering the three months preceding the reported event identified no additional discrepant results, service activities, maintenance issues, or performance concerns involving the instrument module. There is no evidence of an instrument related malfunction.CONCLUSION:The investigation confirmed successful detection of Klebsiella pneumoniae in Sample 1; however, the CTX-M resistance marker was not detected despite subsequent susceptibility results indicating a resistance profile consistent with CTX-M expression. Review of assay data, instrument logs, consumable performance, manufacturing records, quality control testing, and retain testing identified no evidence of device or consumable malfunction. The root cause of the reported discrepant result remains undetermined.An independent Health Hazard Evaluation completed by Robert Bilkovski, MD, MBA on (b)(6) 2026 concluded: "In the reported event, the patient died after the potentially false-negative result was generated. However, the available information is insufficient to determine whether the result caused or contributed to the outcome. The patient was profoundly premature, of extremely low birth weight, in acute respiratory distress, and clinically unstable before the assay result. Therefore, the death is temporally associated with the potentially false-negative result and is consistent with the type of serious outcome considered in this evaluation, but device-related causation cannot be established."Based on the information available, the patient's death is temporally associated with the reported discrepant result; however, a causal relationship between the device result and the patient's death could not be established. No evidence of device or consumable malfunction was identified during the investigation.